Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: kindly provide specific number of patients who experienced postoperative pain. Was this alleged to be related to the ethicon device? Does the author/surgeon believe that the ethicon device caused or contributed to any of the patient complications mentioned in the article? If yes, please explain. Response: the number of patients who experienced postoperative pain was 227 in 5th group and 31 in starr group. In my opinion postoperative pain is not related to ethicon device, but rectal bleeding may be due to the device because pph does not interrupt the vascular supply to the hemorrhoids.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: publication year of 2014. Batch # unk. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: long-term outcome of stapled transanal rectal resection (starr) versus stapled hemorrhoidopexys (sth) for grade iii-IV hemorrhoids: preliminary results. Author: simone zanella, saverio spirch2, marco scarpa3, francesco ricci1 and franco lumachi. Citation: in vivo 28: 1 in vivo 28: 1171-1174 (2014). The purpose of this study was to evaluate the usefulness of the starr procedure as alternative to sth in patients with grade iii and IV hemorrhoids. A total of 320 patients [n=131 women, n=189 men, median age 51 years (range 16-85 years)] with symptomatic grade iii and IV hemorrhoids were included in the study. The patients were divided into two procedure groups: sth procedure [n=281 (n=174 male, n=107 female, mean age 50.2.±13.7 years)] and starr procedure [n=39 (n=24 male, n=15 female, mean age 54.1±13.6 years)]. In all sth procedures, circular stapler (pph 01 or pph 03) was inserted and both ends of the purse string suture were extracted. Traction was maintained to enclose a substantial amount of rectal tissue in the stapler. Complications included postoperative bleeding (n=209) wherein three required blood transfusion and none underwent reoperation for hemorrhage control; postoperative pain (n=?); and persistent rectal pain (n=2). One-year postoperative complications included residual pain (n=5); soiling (n=5); incontinence (n=2); urgency (n=2); prolapse (n=15); stenosis (n=1); and recurrence (n=4). Two-year postoperative complications included residual pain (n=2); soiling (n=18); incontinence (n=3); urgency (n=3); prolapse (n=37); stenosis (n=1); and recurrence (n=19). The starr procedure gives results similar to those obtained with sth but with a lower incidence of complications and recurrences. Thus, it should be considered for patients with grade iii or IV hemorrhoids previously selected for stapled hemorrhoidectomy, as a promising alternative to sth.